Event description:
It was reported that the device longevity was unexpected and less than three years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5071-53 lead, implanted: (B)(6) 2005; 5076-52 lead, implanted: (B)(6) 2005. (B)(4). Evaluation summary: upon analysis, normal battery depletion was found.